Event description:
It was reported that the atrial lead exhibited high pacing thresholds, high impedance and noise. The lead also exhibited clavicular crush damage. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found insulation degradation near the connector boot. Clavicular crush damage was noted at 20 cm from the connector pin; the outer coil was fractured/separated and the outer insulation was damaged at the same location due to clavicular crush.